Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, cracked broken tube lip, minor scratched lcd window, cracked reservoir tube, missing reservoir o-ring, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer had cracks on the insulin pump and missing pieces from the reservoir compartment. Customer stated that there are chips missing around the reservoir compartment. Customer stated there are two cracks along the reservoir window. Customer also stated that she dropped the pump before. Customer's blood glucose level was 200 mg/dl. Customer stated that it was high and she treated with the pump. Customer did not want to troubleshoot for high blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.